Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pm that a cardiosave intra-aortic balloon pump (iabp) failed drive manifold leak test . There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, d9, h3, e1 (event site telephone) h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions) full phone number: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly (d104-00-0031) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer.the following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 13 aug 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev h, sn: (B)(6) drive manifold assy. This part was received with a reported unit failure message of fails drive manifold leak test. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed drive manifold assy. Into the cardiosave test fixture sn: ca204340l1 and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed all manifold leak tests and failed drive manifold leak tests with result of vacuum leak diff. Pres. 113mmhg and pressure leak diff. Pres. -207mmhg. The fat dept. Verified the failure message of drive manifold leak test fails. Drive manifold assy. Failed testing. Refer to CAPA 1406400 , for more information regarding additional investigation details.

Event description:
N/a